Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 594-595 mg/dl; cause was not known. Customer administered a manual injection to address bg level. Customer declined to provide further information.